Manufacturer narrative:
Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information at time of MDR filing. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit displayed "ventilator failure, do not use". There was no report of patient injury.

Manufacturer narrative:
Per engineering log analysis, the unit continued to ventilate during the reported failure. There was no loss of mechanical ventilation. This was not a reportable malfunction. Device evaluation anticipated, but not yet begun.